Manufacturer narrative:
Initial reporter phone: (B)(6). Explant date: explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device remains implanted and is due to be explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported suspected implant rupture at explantation. Previous MRI noted resolved episodes of late seroma and millimetric cysts. No signs of intra nor extracapsular rupture or axillary adenopathies. This relates to the left side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Cyst: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Physician reported suspected implant rupture at explantation. Previous MRI noted resolved episodes of late seroma and millimetric cysts. No signs of intra nor extracapsular rupture or axillary adenopathies. This relates to the left side. Device explanted and replaced.

Event description:
Healthcare professional reported left side suspected implant rupture at explantation. Previous MRI noted resolved episodes of late seroma and millimetric cysts. No signs of intra nor extracapsular rupture or axillary adenopathies. Device has been explanted and replaced with non-allergan device.